Manufacturer narrative:
PMA/ 510k number: k160229. The device involved in this complaint is an echo-hd-22-ebus-p-c device of lot# c1220053. The customer complaint was confirmed as the needle tip was broken. A possible cause of this complaint is that due to resistance in the working channel in the first pass, the needle tip was damaged and in the second passage the needle broke. As the conditions of device usage cannot be replicated during the laboratory evaluation, a definitive cause of this complaint could not be conclusively determined. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c device of lot# c1220053 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1220053; upon review of complaints this failure mode has not occurred previously with this lot # c1220053. The notes section of the instructions for use ifu0110-4 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". According to the initial reporter, further procedures were carried out to ensure that the needle tip was removed from the patient. The surgeon saw the needle in the trachea mucosa and used a bronchoscopy to locate the area. The patient then coughed and the needle was exerted from the patient. A tac and x-ray were carried out to ensure that no further parts of the needle were present in the patient. Complaints of this nature will continue to be monitored for potential merging trends.

Event description:
The first pass was successful and the physician obtained a good sample. After the second pass the doctor noticed the needle broke. She saw part of the needle in the trachea mucosa. She completed the procedure and used a bronchoscopy to visualize the area, the patient then coughed and the broken piece of needle was expelled from the patient. They did a tac and x-ray to be sure nothing was left in the patient. The patient did not experience any adverse effects due to this occurrence.